Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement test. Pump was received with normal operating currents. No unexpected low battery alarm or battery replacement required on the display noted. However, replace battery alarm, replace battery now alarm, power loss and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received battery replacement required alert and the customer had high blood glucose level. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.